Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts were pulled and stretched distally from the 11th proximal stent strut rows extending over the distal markerband and the bumper tip of the device. The maximum crimped stent profile measurement which is within the specification. The crimp data verifies that the crimp force, crimp temperature where within specifications and no scraps were recorded for this batch. Stent damage most likely occurred due to handling of the device during preparation following removal of the stent protector. However the stent protector was not returned for analysis. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. Hypotube kinks most likely occurred due to handling the device during preparation. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 38mm synergy¿ drug-eluting stent, when the protective sheath was removed, it was noted that the stent material itself got stretched. The device was not used inside the patient and the procedure was competed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75 x 38mm synergy¿ drug-eluting stent, when the protective sheath was removed, it was noted that the stent material itself got stretched. The device was not used inside the patient and the procedure was competed with another of the same device. No patient complications were reported and the patient's status was good.